Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The gears are worn on the mesher. There was no harm, no delay, no medical intervention. No adverse events were reported as a result of this malfunction.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) the following sections have been corrected/updated: date of report, device identification, concomitant medical products, medical products & therapy dates, premarket identification, type of report, type of reportable event, follow up type, device evaluated by MFR, device manufacture date, adverse event problem, concomitant medical products. Concomitant therapy: unknown cutter, lot#: unknown, serial#: (B)(4). Unknown cutter, lot#: unknown, serial#: (B)(4). DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 10 october 2019 revealed that the device was out of calibration, but the device produced a passing cut. It was also noted that the gear had visible damage. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The cutters returned with the device both produced incomplete cuts after the collars and gears were replaced. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the device to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that there was an incomplete mesh. No adverse events were reported as a result of this malfunction.